Manufacturer narrative:
(B)(4). Date sent: 5/22/2025. D4: batch # m9a79l. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did they truly convert the procedure to an open lap? What was the reason for the conversion? Is it believe that the difficulties with the device lead to the decision to convert to an open procedure or were there any other contributing factors? Please provide current patient status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colectomy, the echelon locked out after firing and it would not straighten back up. They attempted the lock out method. The device would not articulate back to home. Trocar was removed with the device. Case was converted to open and completed with a different stapler, the contour. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 06/06/2025. D4: batch #c9e29t. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with one gst60w reload loaded in the device. The reload was received fully fired with some b-formed staples on the reload deck. The device event log was reviewed. The log indicates that no suspect power cycles were noted. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. No issue related to instrument compatibility was noted. The device can be introduced/removed through the trocar. The articulation mechanism was totally functional during functional testing. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number c9e29t, and no non-conformances related to the reported complaint condition were identified.